Manufacturer narrative:
(B)(4). Unique device identifier (UDI): the UDI is unknown because the part number and lot number were not provided. The device was returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported difficulty to position appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a xience alpine stent was implanted, treating a target lesion in the left anterior descending (lad) artery and a distal edge dissection was noted. Two xience alpine stents were attempted to be placed, but could not cross through the newly implanted stent. A 2.5 x 15 mm xience alpine crossed through the implanted stent, sealing the dissection. There was no reported adverse patient sequela. No additional information was provided.